Event description:
It was reported that following a percutaneous coronary intervention (pci) via the right femoral artery, a 6f angio-seal sts plus was selected for use. It is unk whether a pre-deployment angiogram was performed. A 6f sheath was reportedly used during the pci procedure. The physician experienced resistance while advancing the tamper tub to compact the collagen, and hemostasis was not achieved. An angiogram was performed, which revealed a total occlusion with thrombus below the right common iliac artery (cia), which was caused by protrusion of collagen into the artery. A percutaneous peripheral intervention (ppi) with angioplasty was performed to treat the occlusion; however, the angioplasty did not reopen the occluded artery. The thrombus in the cia was captured and pulled into the internal iliac artery by a swan-ganz catheter. Bloodflow in the cia was restored and the pt's ankle brachial index (abi) improved (exact values unk). The pt has continued to be monitored; however there is no additional information as to whether the pt is discharged or still hospitalized, or how the pt has recovered.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; reinsertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).